Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menses irregular and menorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and laparoscopic- assisted vaginal hysterectomy on (B)(6) 2015). At the time of the report, the dyspareunia and uterine haemorrhage outcome was unknown. The reporter considered dyspareunia and uterine haemorrhage to be related to essure. The reporter commented: patient underwent procedure: laparoscopic- assisted vaginal hysterectomy on (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menses irregular and menorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and laparoscopic- assisted vaginal hysterectomy on (B)(6) 2015). At the time of the report, the dyspareunia and uterine haemorrhage outcome was unknown. The reporter considered dyspareunia and uterine haemorrhage to be related to essure. The reporter commented: patient underwent procedure: laparoscopic- assisted vaginal hysterectomy on (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.